Event description:
It was reported that during use of the cleo® 90 infusion set the customer reported that blood glucose levels were at 143 earlier and they are now at 260. Customer removed the cannula and saw a slight bend to the cannula. The customer replaced the site, and made a correction for the current high blood glucose from the pump.